Manufacturer narrative:
The customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature review reported endothelial gaping was more frequent after laser assisted cataract procedures then manual cataract procedures. Epithelial gaping was low as well as loss of coaptation. Misalignment appeared in more than 60 percent of the eyes. Descemet's membrane detachment developed in 75 percent of the eyes involved in the study but all resolved.